Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver bupivacaine 5mg/ml and dilaudid (hydromorphone) 10mg/ml. Dose information was unknown. It was reported that the patient had magnetic resonance imaging (MRI) on (B)(6) 2024 and went back to the office on (B)(6) 2024 for a pump check. The rep checked the pump status and logs and it was "only showing a motor stall". The patient heard no pump alarm and no mention of a change in therapy.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the motor stall was logged on (B)(6) 2024 at 1:37pm and a recovery was logged on (B)(6) 2024 at 12:46. The recovery was logged at the time of a second interrogation, 20 minutes after the initial interrogation, indicating telemetry state.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.